Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was a "failure to deploy" with six (6) proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received: it was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot of four of progilde devices did not fully retract and caused a "massive irregular hole in the artery when removing the device". An unspecified failure occurred with three (3) other proglide devices. "The knots did cinch down, and we were able to close one arteriotomy percutaneously but the other had such a large hole we needed to cutdown and repair with a patch after the fevar was complete." No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The unspecified issue could not be confirmed as the suture trimmer, knot pusher, plunger, suture, posterior needle tip, link and both cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.